Event description:
A surgeon reports that a pt developed increased introcular pressure (iop) following cataract surgery where a viscoelastic was used. On the first postop day, the pt's iop was 32 mmhg. The pt was treated with oral medication and intraocular drops. The pt's iop returned to normal with treatment. The pt's iop was 19 mmhg on the third day postop and remains normal. The pt's iop one month post-op was 12mmhg.